Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the skin graft was uneven and ragged, and the dermatome had a vibration. There was an unknown delay, and the patient experienced a small laceration. Additional grafts were needed. Due diligence information is in process. No additional information is available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h6, h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Lot identification is necessary for review of device history records, and lot identification was not provided. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the skin graft was uneven and ragged, and the dermatome had a vibration. There was an unknown delay, and the patient experienced a small laceration. Additional grafts were needed. Due diligence information is complete. Customer has indicated that no additional information is available.